Event description:
It was reported by the patient that her "bottom lead came loose and she had to have surgery to reposition the lead. Now her heart is fluttering from time to time." Upon further correspondence with the patient's physician, it was reported that the patient had a lead revision due to elevated threshold and non-capture. In addition, the lead appeared to have dislodged according to a chest x-ray. The physician's office is aware of the patient's symptoms and are closely monitoring. The right ventricular (rv) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: a2dr01, implantable pulse generator (ipg), implanted: (B)(6) 2013, (B)(4).